Event description:
Date of incident: (B)(6) 2024 it was reported that a small power dome broke away from wire and ended up in members ear on (B)(6) 2024. Providers sent member to physician for removal as piece was sideways and they had no options for removal. The object was removed from ear by physician and there is no damage to the ear canal. No further information is expected. There was no harm to the user as a result of this incident.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Clinical conclusion: clinical evaluation of the event: it was reported that a small power dome broke away from wire and ended up in members ear on (B)(6) 2024. Providers sent member to physician for removal as piece was sideways and they had no options for removal. The object was removed from ear by physician and there is no damage to the ear canal. No prior issues of this kind for the user. The clinical evaluation is that there was no harm to the user as a result of this event. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Check this!!!!! Risk assessment: known risk. Considered in the risk analysis and deemed to be of an acceptable nature. Manufacturer's investigation is final. This is a combined (initial and final) report.